Manufacturer narrative:
The pod was not returned for eval - we are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. In addition, we are unable to confirm whether the reported cannula kink had contributed to insufficient insulin delivery. Based on the bg history provided by the customer, however, it is assumed that the cannula kink was a potential contributing factor. The customer had delivered continuous correction boluses over a 7.5 hour period, though bg's failed to lower; it is expected that his bg levels would have gone down in response to the boluses. (Without the pod returned for eval, however, we cannot determine whether the high bg levels were due to physiological conditions or whether the reported cannula kink may have been a factor.) In addition, there is no indication that the pod had initiated an occlusion alarm in response to the cannula kink. If insulin flow to the user was obstructed by the kink, the pod should have initiated an occlusion alarm. Although it cannot be confirmed through a device eval, the pod is assumed to have been a contributing factor to the customer's high bg levels based on the data provided from the pod's all-history. Lot qualification test results for this pod lot revealed no failures that resulted in an occlusion alarm. The lot passed the acceptance criteria and no issues were noted for this lot. Note: eval method codes are specific to activities performed during lot qualification testing (and are not related to activities performed on the subject pod as it was not returned for investigation).

Event description:
The customer reported that "his bg was high" and that the cannula of the pod was kinked. The all-history data from the pod was reviewed, which revealed a 7.5 hour period where his bg levels increased consistently despite continuous bolus attempts. During this period, his levels went high, from 255 - 379 mg/dl; after each high reading a correction bolus was administered, though his bg levels failed to lower. The pod was deactivated and will be returned for eval.